Event description:
On (B)(6) 2024, a patient-reported via phone that he was experiencing cupping in his right and left shoulder. Three years ago in south africa, he had both shoulders replaced with an unknown arthrex product, "glenoid." Implanted. Four months ago, he was experiencing pain in the right shoulder, and now the left shoulder, and he can no longer do pull-ups like he used to. The surgeon mentioned to the patient that due to the glenoid not being in place over the "metal ball," he was experiencing cupping. The patient inquired about what cupping is and how it can be fixed. Additional information was received on 2/26/2024: additional information was received with x-rays via email on 2/26/2024: the patient is concerned about in vivo corrosion causing inflammation and pain. The patient experienced a lot of pain starting about four months ago. Both surgeries were done in (B)(6), sa, in late 2019 at the (B)(6).

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.